Event description:
The customer reported that while the unit was in use on a pt, the alarm indicators lights on the dipslay were flashing. The pt was switched to another unit & therapy was continued. No pt injury was reported.